Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual examination found that the inner coil was offset, and verified that the insulation was punctured at the s-curve region consistent with procedural damage. The cause of the reported event was due to the punctured insulation at the s-curve region consistent with procedural damage.

Event description:
Related manufacturer report number: 2017865-2023-21476. It was reported that the patient presented for routine implant of the implantable cardioverter defibrillator and left ventricular (lv) lead. During the procedure it was noted that the guidewire had punctured the insulation of the lv lead. The lead was removed from the wire and replaced with another. After lead placement, device parameters were tested, and p waves were observed to be low. The physician was concerned that the atrial lead had backed out of the device header. The setscrew was loosened, however when an attempt was made to retighten the setscrew it began to spin once engaged with the wrench. It was suspected that the setscrew was stripped. All leads were disconnected, and a replacement device was used to complete the procedure. The patient was stable.